Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old male in acute non-stelevated myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was brought to the cath lab for trans-esophogeal echo and impella explant. The patient was positive for bacteremia. The physician was worried that the impella site could contribute to further infection. The impella was later explanted and the patient was monitored until cleared for bypass surgery.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.